Event description:
During the inspection of the device as part of a contract evaluation, it was observed that the unit locked-up. There was not pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated then removed assembly and observed that one end of filter fl201 was not soldered, causing the reported failure.